Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 18165623, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's leads were found fractured and had high impedances which resulted to inadequate stimulation or lost of stimulation depending on programs being ran. It was reported that the patient had a fall. The patient underwent a revision procedure wherein the leads and clik anchor were replaced. Device malfunction was suspected somewhere on the anchor or the leads. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-70 (sn (B)(4)): device evaluation indicated that the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. Four cables were broken/severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. No exposed cables. Sc-2218-70 (sn (B)(4)): device evaluation indicated that the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. All cables were broken/severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. No exposed cables. Sc-4316 (lot# 18165623): device evaluation indicated that visual inspection revealed 2 eyelets were fractured and exhibited missing silicon. Root cause of the damage was not determined. Additional information was received that the missing silicone from the eyelets was not left inside the patient¿s body.

Event description:
A report was received that the patient's leads were found fractured and had high impedances which resulted to inadequate stimulation or lost of stimulation depending on programs being ran. It was reported that the patient had a fall. The patient underwent a revision procedure wherein the leads and clik anchor were replaced. Device malfunction was suspected somewhere on the anchor or the leads. The patient was doing well postoperatively.